Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pain and difficulty charging following weight loss, not device related. During the revision the physician replaced the ipg with a new one, no malfunction was suspected. The patient is doing well following the pocket revision.